Event description:
The manufacturer received information alleging a ventilator's touchscreen failed to respond. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's touchscreen failed to respond. The ventilator was returned to the manufacturer for evaluation. There was no malfunction of the touchscreen noted. The device alarmed after an update was performed. The device's system board and machine flow sensor need to be replaced to address the issue. The device had evidence of contamination.